Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging of the device is dirty and has black flecks on the screen. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed tiny unknown black, brown and white specks of contamination in the bottom enclosure. Also, a few tiny pieces of potential hair or fiber in the bottom enclosure. Broken off plastic screw hole on the bottom enclosure. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was able to confirm the complaint about the device being dirty. Pil could not confirm the complaint of black flecks on the screen. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source.